Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4) indicating that the pt continued to have dark urine. Lactate dehydrogenase (ldh) continued to be elevated ranging from 1841 to 2742 u/l on day of exchange. The pt was taken to the operating room (or) for a pump exchange from one lvad to another lvad. Clots were present on pump bearing at time of explant.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).